Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation and cardiac tamponade occurred. During an ablation procedure, a non-boston scientific catheter was positioned in coronary sinus (cs), a non-boston scientific ablation catheter and variable sheath were used to advance a sheath in right ventricular outflow tract (rvot). Then, mapping was performed with the intellamap orion catheter. Ablation was performed in same area and a right ventricle (rv) catheter was positioned and pacing was performed for induction. Perforation occurred at some point during repeating this procedure and a cardiac tamponade occurred. The procedure was stopped. Cardiac compression, observation through echocardiogram, administration of a medicine and drainage were performed. The patient information could not be obtained. The current patient condition was good and the patient was stable. There were no orion performance issues. It was reported that "it might be caused by this catheter." However, "the physician did not think the perforation was due to orion." The physician thought that it occurred during manipulating the catheter in rv or the ablation catheter.